Manufacturer narrative:
A review of the complaint history, device history record, drawing, manufacturing instruction, quality control, specifications, and a functional test / visual inspection of the returned device were conducted during the investigation. The device was returned in the shipping tray. The device was returned with the handle in the open position and the basket formation in the open position. A functional test was performed with the device in the shipping tray and the udh handle did not actuate the basket formation. The device was removed from the tray. A visual examination noted a severe kink in the basket sheath 42 cm from the distal tip. Another functional test was performed and the udh handle actuated the basket formation, but not to the completely closed position. The collet knob is tight and secure. The mlla (male luer lock adaptor) was loose. The support sheath and the basket sheath were still adhered and secure. The handle was disassembled and the basket formation could be manually actuated. The udh handle was reset and reassembled; the udh handle could then actuate the basket formation to the open and closed completely positions. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician found that the ngage nitinol stone extractor failed to open prior to performing the procedure on the patient. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.